Manufacturer narrative:
A review of the manufacturing documentation associated with this lot was performed and revealed no anomalies during the manufacturing and inspection processes. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." It is unknown if, as the IFU advises, the user advanced the stent delivery system past the lesion site and then pulled back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. The IFU also states to verify that the delivery system's radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion, to ensure that the introducer sheath does not move during deployment and remove the locking pin from handle. Then, initiate one-handed stent deployment by rotating the tuning dial with thumb and index fingers in a clockwise direction (direction of arrow) while holding the handle in a fixed position. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue turning the tuning dial until the distal end of the stent obtains full apposition with the vessel wall. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event.

Event description:
During deployment of the smart control stent it was reported that it jumped forward and was placed approximately 1 cm distal to the intended location. An additional stent was placed proximal to the initial stent and the entire target lesion was fully covered. The procedure was completed and there was no reported patient injury. The target lesion was a moderately calcified and tortuous right common and external iliac artery with an 85% stenosis.